Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing ruptured and leaked blood during use. The following information was provided by the initial reporter: "the tubing snapped and leaked blood all over the floor."

Manufacturer narrative:
H6: investigation summary : one photo was submitted for quality investigation. The customers complaint of component damage with leak was verified within the photos provided. A cut in the tubing can be observed in the photos provided. A device history record review for model 2420-0007 lot number 20087083 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing ruptured and leaked blood during use. The following information was provided by the initial reporter: "the tubing snapped and leaked blood all over the floor."